Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer used cold insulin and did not properly follow air removal process. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.